Manufacturer narrative:
Suzuki, h. Et al. Early recurrence of atrial fibrillation after pulsed field ablation [conference presentation]. P74. 18th asian pacific heart rhythm society scientific session, 2025. Yokohama, japan. This event was reported via a literature abstract from an oral presentation, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature abstract from an oral presentation and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation e1 initial reporter phone: (B)(6). B3 date of event: bsc aware date used as no event date was provided.

Event description:
It was reported via literature, proceedings from an oral presentation, that atrial fibrillation occurred. Procedure summary ninety-seven (97) patients underwent pulse field ablations (pfa) procedures for atrial fibrillation using a farawave catheter or two (2) different non-boston scientific pfa catheters. Event summary nine (9) patients that were treated using the farawave catheter experienced an early recurrence of atrial fibrillation approximately forty (40) days post index procedure. Patient status no further information on the status of the patients is available.